Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after completing the load fill tubing sequence, the customer's pump prompted the customer to complete the load fill tubing sequence once more. It was not confirmed whether the customer had followed the on screen instructions during the load fill tubing sequence. After completing the load fill tubing sequence the second time, a minimum fill notification was received. Reportedly, the cartridge had been filled with 300 units of insulin. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.